Manufacturer narrative:
Review of DHR for lot 16089809 revealed no anomalies noted that were considered potentially related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during coil embolization to treat a right-side subarachnoid hemorrhage, the orbit galaxy (640cx0304/16089809) delivery tube became kinked during insertion. The patient¿s vessels were mildly calcified but the level of tortuosity was unknown. A 25cm 7fr sheath introducer by unspecified manufacturer, a chikai (asahi intecc, 200cm), a roadmaster (goodman, 7fr type), an excelsior sl-10 microcatheter (stryker, str type), and an okay (goodman, type unknown) were used for this procedure. It was reported that the complaint galaxy¿s delivery tube became kinked during the insertion. It was replaced with a ¿delta¿ coil (lot unknown), which was successfully placed into the target lesion site, and the procedure was completed without further issues. Due to the event there was about 5 minutes delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the events. The introducer was properly seated into the microcatheter hub prior to advancement. There was no unintended detachment of the coil observed in the vessel or in the mc. The complained product has already been disposed. No further information is available.

Manufacturer narrative:
Concomitant medical products: chikai guide wire (asahi intecc, 200cm); roadmaster guide catheter (goodman, 7fr type); excelsior sl-10 microcatheter (stryker, str type); okay y-connector (goodman, type unknown). The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. The DHR is still being reviewed. No conclusions are made at this time.